Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum to treat a pyloric blockage of the stomach during a gastroduodenostomy procedure performed on an unknown date. During the procedure, the physician attempted to cut through the stomach to the duodenum with the cautery tip. However, there was too much resistance while cutting. The physician removed the axios device, and the procedure was completed using another axios stent. There was a damage noted to the patient's tissue. Note: it was reported that the axios stent was attempted to be implanted for a gastroduodenostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the duodenum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum to treat a pyloric blockage of the stomach during a gastroduodenostomy procedure performed on an unknown date. During the procedure, the physician attempted to cut through the stomach to the duodenum with the cautery tip. However, there was too much resistance while cutting, the device was not cauterizing properly. The physician removed the device, and the procedure was completed using another axios stent. There was a damage noted to the patient's tissue. Note: it was reported that the axios stent was attempted to be implanted for a gastroduodenostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for transgastric placement into the duodenum.

Manufacturer narrative:
Block d2a (common device name) and d2b (product code) were corrected. Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found no physical damage on the delivery system, and the tip of the nosecone had evidence of cautery. Electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no problems were noted. In addition, the device was connected to the erbe, and bubbles were observed in the saline solution, indicating that the tip was functioning properly. No problems were noticed with the device. Product analysis did not confirm the reported event of cautery delivers energy intermittently, no problems were noted during electrical and functional inspection. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent attempted to be implanted during a gastroduodenostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for transgastric placement into the duodenum.